Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a code 1005 indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. The patient was sent to the ER and the tachy mode was turned off. Clinician stated that the lv impedances were also elevated and wanted to know why. Isometrics were not able to reproduce signals the crt-d, lv and rv remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range (oor) shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a code 1005 indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. The patient was sent to the ER and the tachy mode was turned off. Clinician stated that the lv impedances were also elevated and wanted to know why. Isometrics were not able to reproduce signals the crt-d, lv and rv remains in service. No additional adverse patient effects were reported. Additional information was received mentioning that the lv lead showed oor pacing impedances. It was mentioned that as the lv lead is programmed from tip to rv coil, the measurement made sense as the rv lead showed an inappropriate behavior as well. The lv lead remained implanted, independently of the procedure taken place for the crt-d and the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.